Event description:
Cath lab technician stated that they were having problems with bubbles in the contrast delivery line, also the spike head was separating from the tubing. Cath lab technician thought there was a bad connection at the point which was maybe the reason they were getting the bubbles. This does not happen every time. Cath lab tech is not sure if this could all be from one specific lot, but will watch in the future and save the packaging. They do not have anything to send in at this time; but again, will save any in the future. There has been no patient injuries.